Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been experiencing pain at the ipg site since (B)(6) 2013. In turn, the pt has received local injections and has been given patches to wear over the ipg site. The pt experiences some pain if he happens to bump the ipg site or sits wrong. F/u revealed the pt is not considering any additional intervention(s) for his ipg pocket soreness.